Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI, upn: m365db12000, model: db-1200, serial: (B)(6), batch: 21498616. Analysis of nm-3138-55 serial number 7022075 revealed through visual inspection that the lead was cleanly cut. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. No other anomalies were identified on the returned portion of the lead. Based on the provided information, the investigation conclusion is that the reported event was not confirmed as no problem was detected.

Event description:
It was reported that the patient fell several times and as a result lost therapy on one side of the body. High impedances were observed. X-ray results revealed that the implantable pulse generator (ipg) had rotated by 90 degrees. The physician opened the ipg pocket site and noticed a broken lead extension. The lead extension was replaced and the ipg repositioned. One impedance remains but the stimulation is not active on the contact. Additional information was received that the patient was doing fine post-operatively. The ipg rotation had been noticeable on the x-ray and through the skin.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: n/I, upn: n/I, model: n/I, serial: n/I, batch: n/I.

Event description:
It was reported that the patient fell several times and as a result lost therapy on one side of the body. High impedances were observed. X-ray results revealed that the implantable pulse generator (ipg) had rotated by 90 degrees. The physician opened the ipg pocket site and noticed a broken lead extension. The lead extension was replaced and the ipg repositioned. One impedance remains but the stimulation is not active on the contact.